Event description:
It was reported that the patient was admitted on (B)(6) 2026 with right ventricular failure and volume overload. Their creatinine was elevated to 3.3, and on (B)(6) 2026 the patient was started on dobutamine and had a right heart catheterization (rhc). Their cardiac index was 1.79, they were continued with diuresing and able to wean dobutamine on (B)(6) 2026. A repeat rhc off inotropes showed their cardiac index at 1.9. There were no low flow alarms, and the patient was deemed stable for discharge on (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.